Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement battery cap. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device was returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No battery anomalies noted or alarms during testing. Unit passed sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thump. Failed batt test alarms were noted in pump download history on 08/19/2024 14:36:45.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. Unit received with serial number label damage, battery tube threads - cracked, cracked case (battery tube), cracked case - corner of belt clip rails, scratched case, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In summary, unit powered up properly after battery installation and no failedbatttest/ battery related alarms noted. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.